Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/04/2015 with the following findings: during investigation, the pump powered on to a blank display due to moisture present. There was no moisture observed on the device. When the device was opened, there was moisture ingress. A leak test was performed and failed indicating a leak in the battery compartment. It was noted that there was a crack in the battery compartment left of the bumper pad.